Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of signs of infections from the sensor. The customer's blood glucose reading was unknown. The customer stated that when she removed the sensor, she see an allergic reaction with red bumps. The customer stated that the location of the infection is that their stomach. The customer did not wash hands prior to set change. The customer was advised to clean the site with alcohol. The customer was instructed with proper hand washing technique. The customer stated that the site infections are recurrent. The customer was advised to monitor the site and talk to health care provider.